Event description:
Catheter inserted 2004, patient received platelets through red lumen but platelets leaked back out from the exit site. White and blue lumen functioned okay. Dye study eight days later revealed dye leak in the neck-no thrombus or fibrin sheath present. Obvious hole seen in catheter.